Event description:
Information received by medtronic indicated that the insulin pump had to replace the battery. The insulin pump was overheating with the battery compartment. No harm requiring medical intervention. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Insulin pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range up until (B)(6) 2022 17:45:40. In further full review in the insulin pump history found multiple: low battery alarms from 05/31/2022 01:55:00.000 to (B)(6) 2022 11:34:00.000. Replace battery alert from (B)(6) 2022 00:23:00.000 to (B)(6) 2022 12:55:43.000. Replace battery now alarm from (B)(6) 2022 00:54:00.000 to (B)(6) 2022 13:15:00.000. However, customer did not clear some of these alarms. No unexpected battery alarms or alerts during testing or in the insulin pump history. Insulin pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, and pillowing keypad overlay. Customer alleged for unexpected replace battery alert was not confirmed. Insulin pump over heating was not confirmed. Unexpected battery power loss was confirmed due to high sleep current test and active current test caused by moisture damage on the electronic assembly. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.